Event description:
It was reported that this right ventricular (rv) lead with the pacemaker exhibited high out of range pace impedance measurements. The impedances were measured to be consistent until a sudden jump to over 300 ohms occurred. Technical services (ts) reviewed and found the capture thresholds were higher than previously checked and lead integrity was suspected to be the cause. Subsequently this lead was surgically abandoned and the pacemaker was explanted due to a therapy upgrade. This rv lead has not been received for investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction fields: b5 describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead with the pacemaker exhibited high out of range pace impedance measurements. The impedances were measured to be consistent until a sudden jump to over 3000 ohms occurred. Technical services (ts) reviewed and found the capture thresholds were higher than previously checked and lead integrity was suspected to be the cause. Subsequently this lead was surgically abandoned and the pacemaker was explanted due to a therapy upgrade. This rv lead has not been received for investigation. No additional adverse patient effects were reported.